Event description:
It was reported patient was not able to enter MRI mode due to high impedances. To address the issue, patient underwent surgical intervention on 14 march 2025 during which the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Patient's weight is not available at this time.

Event description:
It was reported patient lost effective stimulation due to impedances. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Corrected data: d6a - date of implant.